Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that charger boards were replaced and power was verified at j7. A system checkout was performed after replacing boards and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect charger boards have been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the charger boards were not functioning correctly and required replacement. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the suspect charger boards was completed by medtronic personnel. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.